Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer visited emergency room due to high blood glucose of 495mg/dl, 592mg/dl and 731mg/dl on may 1. Customer stated that they felt sluggish and tired. Customer stated that they are not wearing insulin pump as in the hospital. Customer was treated with 15 units from intravenous. Products will not be return for analysis.